Event description:
While using hernia stapler during laparoscopic incisional hernia repair, plastic end by staple load broke off during use inside of patient. All parts were retrieved. No patient harm identified from this event.